Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system on site and identified that due to a malfunction of the control room touchscreen module (tsm), it was intermittently not possible to turn the system on from the control room tsm. After replacing the control room tsm, installing the software and performing function tests, the system was returned to use in good working order. The codes were updated based on investigation results.

Event description:
It has been reported to philips that when the system did not start. It just hangs. The system was not in clinical use. There was no reported patient or user harm.